Event description:
Ventilator on a pt when the alarm for running on battery sounded. When staff approached ventilator, a distinct burning smell was noticed and a narking sound was also detected coming from the power supply. The ventilator was immediately disconnected and taken out of use.

Manufacturer narrative:
On closer inspection while fixing ventilator, the smoke was witnessed emmitting from the ac/dc converter. It was replaced and checked. Customer is waiting on a conclusion as to why this happened. The machine is new and is not used very often at all. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.